Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Upon removal of this left ventricular (lv) lead, an insulation fracture was observed. There were no additional adverse effects reported.

Manufacturer narrative:
This lv lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. This investigation will be updated should further information be provided.